Event description:
Consumer reported prior to use the string on a tampon appeared to be wrapped around the pledget once. She used this tampon and upon removal the string was stuck to something, she said possibly her iud but she was not sure. She had help from her boyfriend to manually pull the pledget out of her vaginal cavity enough to be able to cut the string which allowed her to then be able to remove the string as well. She experienced pain during removal which resolved after taking otc midol or ibuprofen. She did not seek medical attention for this incident and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.